Event description:
It was reported that the patient experienced a low glucose event with a lowest continuous glucose monitor (cgm) reading of 53 mg/dl while using a freestyle libre 3+ sensor in conjunction with the ilet system; the event followed a meal without a meal announcement and was preceded by lunch of unspecified content, with no reported infusion site or hardware issues and no meter confirmation. Symptoms included headache during the hypoglycemic episode. Outcomes included urgent low glucose requiring oral carbohydrate treatment without emergency care or hospitalization. Investigation of this case revealed user-related factors, including a missed meal announcement and recent stress after a car accident, as the likely contributors to the low glucose, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement.

Manufacturer narrative:
Initial.